Event description:
It was reported that after a successful esophagectomy procedure, the patient was doing well for eight days post surgery, according to the surgeon. However, the patient leaked on the evening of the eighth day and had to go to the emergency room. Reportedly, the anastamosis had to be taken apart and cervical esophagectomy had to be performed instead, ending the esophagus as an ostomy at the neck. No further information was provided at this time.

Manufacturer narrative:
Intuitive surgical contacted (via phone and email) the initial reporter and appropriate hospital staff in regards to this complaint in attempts to obtain additional information concerning the reported event; however, no additional information has been available as of the date of this report. A follow-up MDR will be submitted if additional information is received.